Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 8560404) was impeded at the distal end of the 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not pass through the microcatheter. The physician removed the stent and the microcatheter from the patient¿s anatomy and tried to deliver the stent into the microcatheter in vitro, the stent was still impeded at the distal end of the microcatheter. The stent was released; the stent component was prematurely separated from the delivery wire. The physician replaced the stent and used the same microcatheter to complete the procedure. The procedure was prolonged by approximately 10 minutes. There was no report of any negative patient impact. It was also indicated that only the delivery wire is available for return; the stent component was discarded. On 31-mar-2024, additional information was received. The information indicated that the procedure was targeting the middle cerebral artery (mca). Adequate continuous flush was maintained through the microcatheter. The replacement stent was another 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712). The lot number of the prowler select plus microcatheter was not obtainable. The information confirmed there was no negative patient impact; the physician did not consider the 10-minute procedure delay to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the delivery wire is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8560404. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00319. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that multiple attempts to obtain product for analysis were unsuccessful. If product is returned or information provided at a later date, the file will be updated accordingly. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8560404. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00319. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.